Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure involving a pacing lead and delivery catheter, the patient suddenly lost consciousness, had difficulty breathing and could not lie flat. The products were removed and the lead was not implanted. The patient required endotracheal intubation and rescue. After that, the patient was stable with normal vital signs. The patient was returned to the ward for monitoring and will wait for elective surgery at a later time. No further patient complications have been reported as a result of this event.